Manufacturer narrative:
Device expiration date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb experienced overinfusion. The following information was provided by the initial reporter: patient was receiving a heparin infusion. There was an alarm state that occurred. End-user reported that the IV bag was found empty when volume was expected to remain in the container.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 04-may-2022. H6: investigation summary: a 2260-0006 sample was received without packaging for investigation; however, the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates that an overinfusion occurred during a heparin infusion; however the exact details of the amount of overinfusion was not available to assist the investigation. The sample was sent to bd san diego where rate accuracy tests were performed at 10ml/hr; the infusion was completed successfully with no pump alarms occurring. Furthermore no overinfusion was observed, with the infusion completing within the expected accuracies of an alaris system infusion pump. The details of this feedback was forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb experienced overinfusion. The following information was provided by the initial reporter: patient was receiving a heparin infusion. There was an alarm state that occurred. End-user reported that the IV bag was found empty when volume was expected to remain in the container.